Event description:
Nurse attempting to flush the tubing when the filter with in the tubing, the filter broke and chemo leaked out onto the patients bedding. There was the potential for exposure to patient and the nurse; neither came into contact with the chemo.